Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, additional information was received from a manufacturer representative (rep). Additional information reported the rep had a catheter event with very limited history. The rep was to assist with a catheter revision case because the catheter had migrated out of the intrathecal space. The migrated catheter was confirmed using imaging (MRI, CT scan). No symptoms were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the date of the revision was (B)(6) 2018 and the revision resolved the event. The rep had not been made aware of any issues since the revision. It was noted the catheter would not be returned for analysis as the physician did not request a return on product. The cause of the catheter migration was not identified and the patient¿s weight at the time of the event was unknown. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 25-mar-2013, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal compounded baclofen 4000 mcg/ml at 763 mcg/day via an implanted pump for intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2018, the pump was replaced and since that time the patient has had increased spasticity. The hcp was requesting to speak to the local manufacturer representative (rep) whom was at the case to discuss the replacement procedure (i.e. Was it the same drug and concentration used, or same drug and different concentration used). The patient¿s change in therapy/symptoms was sudden. It was further reported the programming was unchanged from prior to the replacement. The logs were read and there were no alarms. Catheter access port (cap) aspiration and/or dye study was discussed. The caller was transferred to page the local rep. Additional information was received from a healthcare provider (hcp) indicated there was a device issue and a different physician had told this hcp on (B)(6) 2018 that recent x-rays demonstrated that the patient¿s catheter had come out of place. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the ls spine film showed the catheter had migrated out of the spinal canal and the cause of the migration was not known. Actions/interventions included increasing oral medications and they were working to get the patient scheduled for a catheter revision. The device was still in place. No further complications were reported/anticipated or expected.